Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: data analysis: console logs from the reported day of the event are consistent with the complaint. Device analysis: console (B)(4) was returned to field service for further investigation. The reported issues could not be reproduced. The aic was run with a known good pump and purge cassette without any issue observed. Additionally, measured "5s" parameter using both optical test cavities were within the specification and the analog output from the ccd array of the optical bench did not show any distortions. Root cause: the root cause for placement signal not reliable was due to the intermittent failure of the optical bench lamp assembly. The root of the controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.

Manufacturer narrative:
D.9 the device was returned and date was added. G.3 date should of been 30-sep-2025 on the initial report that was submitted. H.6 codes were updated to reflect the device being returned. H.11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer. Therefore, the investigation of the device was not possible. This is one of two reports. This report is replacing 1220648-2025-46294 due to an incorrect serial number that is unable to be corrected within our system. A supplemental report will be sent on 1220648-2025-46294 stating we will now be reporting under this report number. Any new information received regarding this aic will be reported under this report number. Report number 1220648-2025-46295 was submitted to represent the pump.

Event description:
The complainant had placed an impella 5.5 with automated impella controller for support of a patient admitted in and awaiting/bridging to advanced therapies, like a heart transplant. While on support, there were optical signal loss/unreliable alarms. The patient remained on support until successful weaning and there was no patient harm.